Manufacturer narrative:
Follow-up # 1 (04/22/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing with no faults found. The meter functions properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began on the morning of (B)(6) 2013 (time unknown). The patient informed the cca that she is on insulin pump therapy and claimed she continued her usual diabetes management regimen when the alleged meter issue started. At an unspecified time later that day, the patient claimed she developed symptoms of "vomiting, jerking and disoriented". The patient reported she was taken to the ER where she was treated with IV fluids. The patient stated her blood glucose registered "over 900 mg/dl" when tested with the ER/hospital meter. At the time of troubleshooting, the cca noted that the patient was using the correct test strips. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated by an hcp for a serious injury after the alleged meter power issue began.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.